Event description:
It was reported that a shaft break occurred. An agent dcb mr 3075 x 20mm was selected for treatment of the target lesion, which was located in the left anterior descending artery (lad). After advancing the balloon to the target lesion, the physician noted that they were unable to inflate the device. An attempt was then made to remove the device from the patient; however it had been found that the catheter was separated in the middle of the shaft. Another guidewire was inserted, and the tip of the separated part was removed by pulling out the entire system. The procedure was then successfully completed using another different device. There were no patient injuries.

Manufacturer narrative:
The returned product consisted of the agent dcb delivery system. A visual inspection revealed a hypotube shaft break at 76.8cm distal to the distal end of the strain relief. Microscopic analysis revealed the inner lumen bunching at 7mm proximal from the distal markerband. The balloon was not able to be inflated due to the damages. Based on the event description and analysis of the device, it is most likely excessive force was unintentionally applied to the delivery system when attempting to remove the device which led to the reported hypotube break. The unreported inner lumen damage most likely occurred during an attempt to remove the guidewire from the device as an act of unintended use error. It is noted that all devices would have been fitted with a product mandrel (0.015inch) during the manufacturing process which extends out of both the guidewire port and the bumper tip, which is removed during preparation for the procedure. This mandrel is placed into the inner/wire lumen to protect the patency of lumen. The mandrel is larger than the recommended size guidewire. Therefore, if any issues existed with the inner/wire lumen during the time of manufacture, it would have been detected during the insertion of the mandrel.

Event description:
It was reported that a shaft break occurred. An agent dcb mr 3075 x 20mm was selected for treatment of the target lesion, which was located in the left anterior descending artery (lad). After advancing the balloon to the target lesion, the physician noted that they were unable to inflate the device. An attempt was then made to remove the device from the patient; however it had been found that the catheter was separated in the middle of the shaft. Another guidewire was inserted, and the tip of the separated part was removed by pulling out the entire system. The procedure was then successfully completed using another different device. There were no patient injuries.